Manufacturer narrative:
The pt control module and infusor were returned for analysis. The pcm was attached to a 5ml/hr infusor. The medication demand button was activated 10 times to measure the effluent and to evaluate performance. The pcm was measured to be 99.4% accurate which is within performance specification. The pcm was also tested for shut-off performance. The pcm shut-off performance was adequate. The infusor was refilled with 5% dextrose and tested for flow rate accuracy. The infusor flowed at 95.6% of the nominal flow rate which is within performance specification.

Event description:
Pharmacist reports a pt control module attached to an infusor containing 90 mg of morphine with a 0.9% normal saline to a total volume of 45ml, overinfused 40 ml in 4 hours of pt use. Per pharmacist, pt subsequently had depressed respirations of 8 respirations per minute, was non-responsive, "and had pin-point pupils." The pt was given 2 doses of narcan 0.4, 1 dose of narcan 1mg, and was given an IV drip of revex. The pharmacist reports the pt returned to pre-event condition and is "fine as of this morning."